Event description:
Patient additionally reported rippled implant, burning/itching feeling, loss of feeling/completely numb, very sensitive, and sharp shooting pain.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "struggling with inspira breast implants they are causing a great deal of discomfort thought to be a possible erosion?" This record relates to right side. Device remains implanted.